Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the reason for the call was that therapy had been working fine, and the patient had not needed to use the external device in a year. However, about three weeks ago, they started to experience symptoms of urinary retention. They had a sore throat and ear infection (no allegation related to device/therapy), which had been misdiagnosed by their primary care provider as pneumonia. They went to the hospital and were catheterized, and got about two gallons of urine out. They said the patient had fluid backed up to their lungs. The patient was treated with antibiotics (no allegation related to device/therapy), but once they got off the antibiotics, they "crashed," and had to be taken to the hospital again last night. Images were taken which showed the patient's bladder was taking up most of the abdomen. Their urologist wanted them to check the status of the device because they suspected it might be dead. However, the communicator would not hold a charge. They plugged it in and saw an orange battery light, but even after six hours, it would not turn green. It was reviewed the communicator battery must be charged at least once every six months to prevent overdischarge, but the caller reported it had not been charged in about a year. An email was sent to the repair department which noted a possible overdischarged communicator battery, as it had not been charged in about a year, and now would not charge to completion even after six hours.  The patient's relevant medical history included that they had the system implanted because they had a completely severed spine, and had no control of their bladder because of this. The system had helped them for years, and prevented the patient from having to wear a foley catheter. The caller also mentioned the patient was immune compromised (no allegation related to device/therapy).

Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.